Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records confirmed the device has no repair history. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. However, according to the information reported, oil in the use facility's air compressor which was used to dry the inside of channel potentially entered channel and caused the reported issue. There is no information that the subject device was used in a procedure after the suggested event was found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The reported foreign (oily) substance in the instrument channel was confirmed. Additionally, surface scratches were noted on insertion tube, light guide tube and the scope¿s distal end plastic cover. Peeling of the adhesive was found on both the distal end objective and light guide lens. The bending section rubber adhesive was found cracked. The scope was repaired and returned to the user facility. A review of the scope's repair history showed no previous repair records. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the nurse manager at the user facility that an oily substance came out of the tip of the evis exera ii gastro-intestinal videoscope during reprocessing. The customer was using their own air compressor that had oil substance which penetrated the lumens of the scope while hanging in the storage cabinet. There was no patient harm or involvement reported.